Event description:
It was reported that the patient was presented for a device change-out procedure. During the procedure, the insulation of the atrial lead was separated. The atrial lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.